Event description:
It was reported that the device would take longer than 30 seconds to charge. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
The customer's biomed indicated that the reported failure was resolved by replacing the battery. The device was then placed back into service for use. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.